Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product(s): dtbc2d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high pacing impedance on the right ventricular lead. It was suspected that the rv ring conductor is beginning to fracture. The alert setting was increased. The programmed vector was changed. The plan was to replace the lead. No patient complications have been reported as a result of this event.